Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported the diagnostic data for trending and patient information was not available when the device was interrogated. It was noted the patient is receiving radiation therapy. The patient information was re-entered. The device remains in use. No patient complications have been reported as a result of this event.